Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the guidewire for the flexor parallel ureteral access sheath and dilators kit was caught in the obturator and was found to be ¿shredded¿ after removal. There were no injuries or additional procedures, and no pieces of the device remained in the patient. Also, the wire was significantly stretched and uncoiled, its tip weld had separated, and the inner lining of the sheath was partially scraped off.